Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from poland that the battery oscillator device overheated and stopped working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. However, it was determined that a cutter device could not be inserted, the performance on the device was out of specification, and the pressure disk was out of its original place. Furthermore, it was determined that the device failed pretests for check saw blade coupling and oscillation frequency. The test for mode switch-test could not be performed. It was determined that the cannot insert cutter was due to a false/defective construction/design, which has been escalated to CAPA. It was determined that the failed oscillation frequency (insufficient/low power) was due to normal wear. It was determined that the failed check saw blade coupling (worn coupling) was due to normal wear. It was determined that the service history record review result was not relevant to the current complaint and/or service process findings. If additional information should become available, a supplemental medwatch will be submitted accordingly.